Event description:
It was reported by service report that the head end jack was stuck raised and could not lower due to release linkage detaching from base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.